Event description:
Air tube is loose and falls out of foot sleeve when patient moves their foot or device is turned on. Several of the foot sleeves have been found with loose tubes causing this issue multiple times. This defect renders the foot sleeve unusable and staff has to open multiple packages to find foot sleeves with secure tubing.